Event description:
A physician reported a pt who was administered an initial skin test on 1999 in the right forearm. The procedure was without event. On 5/31/99 the pt noticed induration and pain at the test site. The pt phone the office on 6/1/99 to report the symptoms. On 6/5/99, the physician prescribed oral prednisone for 12 days. On 6/9/99, the pt was examined and presented with induration, pain, erythema, pruritus, and edema at the test site. The physician prescribed a topical corticosteroid cream (type not documented) on 6/9/99. The physician diagnosed the symptoms as hypersensitivity.